Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a varipulse¿ bi-directional catheter and post-procedure, the patient experienced a stroke. The patient was stable during the afib procedure with the trupulse system/varipulse catheter and was stable on transfer to the recovery room. About an hour post procedure, a rapid response code was called to the recovery room on the patient. Unsure what happened and the patient was sent to computed tomography (CT). The CT performed was negative but the follow up magnetic resonance imaging (MRI) was positive. It is unknown what type of CT or MRI was done. The patient has recovered and was discharged from the hospital. The procedure went smoothly, and the only applications were pulse field ablation to the pulmonary veins. Irrigation was 30ml. Ablation was pulmonary vein isolation only and the patient had paroxysmal atrial fibrillation. There were multiple confounding risk factors, however they are unknown at this time. Less than 28 ablations were performed. The patient was ablated in sinus rhythm. A vizigo sheath was used, and varipulse was the only catheter used. No catheter exchanges noted. Pre-ablation thrombus check was performed with transesophageal echocardiogram. Protamine was not given. The patient was allergic to heparin, and this was known before the procedure, so the physician used angiomax instead of heparin to keep the patient anticoagulated. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.